Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48.5 cm distal to the is-1 connector pin. Both fragments were returned and subjected to an extensive analysis. The lead was visually inspected. The insulation was found rubbed through 43 cm distal to the is-1 connector pin. This damage can be considered the root cause of the clinical observation. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore extraction damages were noted such as a stretched inner conductor coil and a deformed shock coil. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to noise observed on the rv resulting in inappropriate shock. Lead fracture is suspected. Should additional information be received, this file will be updated.